Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that inflation valve of the foley catheter got broken. So, the syringe was unable to connect with the inflation valve.

Event description:
It was reported that inflation valve of the foley catheter got broken. So, the syringe was unable to connect with the inflation valve.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample was confirmed to exhibit the reported failure. The device has not met specifications. The product was not used for patient treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), silicone foley catheter. Visual inspection of the sample noted the inflation valve was missing and the inflation cap was damaged. This is out of specification per inspection procedure which states, "cracked, missing, tall, or loose valves are not allowed" and "visible breakage or cracks not allowed on cap surface". A potential root cause for this failure could be poor molding. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.